Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro had a broken jaw and could not be used. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Corrected section: b-5 - describe event or problem. Corrected b-5 to reflect the correct updated information. (B)(4). A lot history record review was completed for lots 25145463, 25145463, and 25145184 the last 3 lots shipped to the account prior to the event date. There was no ncmr's recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro wire on the jaw was broken away and pulled from the tip of the jaw. A replacement device was used to complete the procedure. No patient involvement.